Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that nothing was happened when trying to rewind the insulin pump and no insulin was came out. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was died and also get an low battery alert. The insulin pump will not be returned for analysis.